Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted (intra-uterine). On (B)(6) 2019, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted (intra-uterine). On (B)(6) 2019, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("the coils focally extend into the upper uterine fundus") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of heavy menstrual bleeding, osteoarthritis, multiple gastric ulcers, kidney stones, diverticulitis, pelvic pain female, chronic migraine, anxiety attack, dysmenorrhea and allergy (amoxicillin anaphylaxis, glycopyrrolate hives, itching, nausea and vomiting, other and rash robinul, given years ago for stomach pains, caused bad rash, penicillins anaphylaxis, vicodin [hydrocodone] "hives" : hives). Previously administered products included: paroxetine, clonidine, oxycodone, percocet [oxycodone hydrochloride;paracetamol] and trazodone. The patient had a family history of diabetes. On (B)(6) 2010, the patient had essure inserted (intra-uterine). On (B)(6) 2020, 3692 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.985 kg/sqm. [Pathology test] on (B)(6) 2020: specimen: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy clinical data: pelvic pain. Dysmenorrhea. Menorrhagia. Other findings: both fallopian tube insertion sites demonstrate a 2.5 x 0.2 cm silver metallic coil and wire consistent with essure coils. The coils focally extend into the upper uterine fundus surgical pathology report: final pathologic diagnosis uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: no diagnostic features; endometrium: no diagnostic features; myometrium: no diagnostic features; fallopian tubes: no diagnostic features. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters' information added. Patient medical history and lab data added including pathology test; nondrug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.